Manufacturer narrative:
This lead remains implanted and out-of-service; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance of greater than 3000 ohms and noise. Subsequently, the patient underwent a revision procedure, and this lead was surgically abandoned (it remains implanted but out of service) and a new lead was implanted without incident. Besides intervention, there were no other adverse patient effects reported.